Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6), 2021, the patient underwent surgery for fracture of proximal end of humerus. After surgery, on (B)(6), 2022, the removal surgery was performed during which, had a little difficulty in connecting the extraction screw to the nail but removed the nail normally in the end. The removal procedure was completed successfully with no surgical delay. After the revision surgery, when the surgeon gave explanations to the persons concerned with the patient, it was found that a needle-like white shadow was reflected in the x-ray. Therefore, the surgeon checked all the materials used in the operation room, including needles, but did not find any broken ones. When the removed implants were checked, breakage was confirmed at the threaded part of the nail that connects an end cap. The surgeon checked the x-ray after the removal surgery but could not find anything like needle-like white shadow at that time. The surgeon commented as follows. When the extraction screw was connected to the nail, the metal came into contact with each other, and the load on the threaded part caused the threaded part of the nail to shave off. As a result, debris was created and remained in the body. The course will be followed up for now. The plan of reoperation has not been decided yet. This report is for one (1) extractscr f/ml hum nail. This is report 2 of 2 for complaint pc (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the extractscr f/ml hum nail. A dimensional inspection was performed for the extractscr f/ml hum nail and met specifications. A functional test was unable to be performed since mating device was not returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the extractscr f/ml hum nail was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part # 03.019.024, lot # 8332783, manufacturing site: werk hagendorf, release to warehouse date: 21 may2013. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.